Manufacturer narrative:
Uf report #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the device kept on sticking and it was not sealing or cutting right. They tried two different ligasure machines, and then a new product which worked fine.